Event description:
It was reported that during a neck dissection procedure, instead of clipping the vessel, the clips was scissoring and cutting. The surgeon tied the area off and used a different device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.